Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low and high blood glucose. Troubleshooting was performed. The customer stated that her blood glucose was high for about a week prior to her admission and was trying to control it herself. The bolus history matched to the daily totals. The customer stated that the insulin pump had a blank display in the past w/o any warning. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device did not alarm. No further info was provided.